Event description:
This ICD was removed and replaced due to noise and inappropriate shock. The ICD lead was removed and replaced at the same time. If additional information becomes available, this event will be updated.